Event description:
Reporter alleged discrepant values between the glucose monitoring device and a valid lab comparative. Reporter stated device read 547 mg/dl at 13:46 and a lab measured 71 mg/dl at 13:55. Reporter indicated not knowing if patient received any treatment or if there were any issues relative to the alleged results. Reporter stated performing control testing and linearity and both were found to be within an acceptable range. A request was made for the return of the suspect device, however replacement was declined.